Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump speed was stuck at one liter per minute (l/min), then at four l/min after restarting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not find any issues in the logs and the pump was functioning normally during the service visit. The end user requested for the pump to be sent to the service depot for further analysis, so the fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump was turned on/off from the central control monitor (ccm) at 1 liter per minute (l/min) and turned on/off on the pump at 1 l/min. The pst turned the roller pump on/off from the ccm at 4 l/min and turned it on/off on the pump at 4 l/min. Each time turning it on at 0.0 l/min with no observation of the roller pump getting stuck. It was determined that the roller pump met specification. The service repair technician (srt) disassembled the roller pump to look for any connection issues but none were found. The srt performed preventative maintenance (pm) and verification/release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.